Event description:
It was reported a perforation and pericardial effusion occurred. A watchman truseal access system (was) was being used in a procedure. Access was obtained and the physician was using intracardiac echocardiography (ice) to perform the transseptal puncture (tsp). They compared the position on echo and realized it was not a good position. They adjusted it for a better tsp. At this point, the was inserted into the patient. The echo had to move because x-ray was in their way. During this time they lost visualization on echo. The physician then did a wire to pigtail exchange using fluoroscopy/ice. They believed they were in the pulmonary vein. Anesthesia noted they were having to start to treat blood pressure, so an effusion sweep was performed, and an effusion was present. The effusion kept growing in size, so it was decided to perform a pericardiocentesis. Anesthesia was unable to stabilize the patient's pressure. A surgery team was called and during surgery the left atrial appendage (laa) was ligated and it was noted the laa had been perforated. That evening the patient was stable and doing well and was expected to be discharged soon.